Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. Concomitant medical products: ICD d314trg, implanted: 2012-(B)(6); 5076-52 lead, implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the right atrial lead was unable to consistently capture at high outputs. The rv and right atrial lead were extracted and replaced. No patient complications have been reported as a result of this event.